Manufacturer narrative:
(B)(4): a visual examination of the returned device found that there was a kink in the control wire and the prongs were bent. Functionally, the clip assembly could not be actuated due to the bent clip arms. The sheath grip and over sheath were not returned for evaluation. The condition of the returned incident device was consistent with the complaint that the clip would not open. However, the evaluation found that this failure occurred due to the clip arms being bent. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6), 2011. According to the complainant, during the procedure, the clip would not open inside or outside the patient. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.this event has been deemed a reportable event based on the preliminary investigation results; clip arms bent.